Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. The motor stall occurred (B)(6) 2014, at 05:01 with a tube set at (B)(6) 2014, at 05:01. It was noted the patient had withdrawal symptoms and the pump was alarming. It was also reported the elective replacement indicator (eri) was 28 months and the reservoir volume was 15 cc. It was reported the pump worked beautifully until now and the patient¿s pump was not exposed to electromagnetic interference (emi). The pump was being used to deliver morphine, marcaine, and baclofen. It was further reported the pump was explanted on (B)(6) 2014. Additional information received reported the patient was having nausea, vomiting and chills and the motor stall never recovered. The cause of the motor stall was unknown. It was also reported the patient¿s symptoms began on (B)(6) 2014 and the logs were checked on (B)(6) 2014 am. The critical alarm was audible and the patient was doing well prior to implant due to oral supplements. The pump was replaced (B)(6) 2014.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed a ¿gear train anomaly ¿ corrosion and/or wear and/or l ubrication¿. The stall was due to gear wheel 3.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l81766, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.